Event description:
Healthcare professional reported right side "early capsular contracture," baker grade unknown and "creases". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; yellow particles in the shell, deformation, the weight the device within specification, flat crease and cloudy color in the gel observed after autoclave cycle. A microscopic analysis was performed which identified, wear abrasion. Based on the device analysis the final assessment is: creases were observed but have no relationship with manufacturing.

Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "early capsular contracture," baker grade unknown and "creases". The device has been explanted.